Manufacturer narrative:
Novocure medical opinion is that a contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 70-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. Novocure was informed on (B)(6) 2024, that the patient fell in the bathroom, due to weakness and difficulty with mobility even with assistance. The spouse noted she was holding the device at the time of the fall. The patient was taken by ambulance to the hospital and admitted for a pneumothorax. The patient remained on optune gio therapy. On (B)(6) 2024, the patient's spouse reported the patient experienced an additional fall at the rehabilitation facility. Reportedly, he fell out bed and sustained a skin laceration on his head that required stitches at the emergency room (ER). Optune gio therapy was temporarily discontinued. On (B)(6) 2024, novocure became aware that the patient entered hospice care and discontinued optune gio therapy. The prescribing physician was contacted for further details without reply.

Manufacturer narrative:
On august 29, 2024, novocure received additional information that the patient presented to the emergency room (ER) on (B)(6) 2024, following a fall which resulted in a curvilinear laceration measuring 2 cm on the top of his head in the region of one of the transducer arrays leads and a superficial skin tear on his left forearm. The skin laceration on the scalp was closed with three interrupted sutures. The prescribing physician confirmed on (B)(6) 2024, that the patient sustained a laceration on the top of his head and a skin tear to the left forearm. No loss of consciousness or seizure were reported prior to the fall. The prescriber also noted the patient´s MRI on (B)(6) 2024, showed disease progression. The fall and skin laceration on the forearm are unrelated to optune gio therapy.